Event description:
In 2008, boston scientific corporation was informed that a patient was admitted to the hospital for a gastrointestinal bleed. During the esophagogastroduodenoscopy egd, the physician attempted to place a resolution clip device over the vessel, however, the placement was unsuccessful as the ulcer was in a "challenging" area to treat. During attempts at treatment with the clip, the ulcer began bleeding actively. The physician treated the bleed by injecting einephrine around the visible ulcer site and then treated the visible vessel bleeding site with a cautery device. There is no evidence of further bleeding. Patient was reported to be doing "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacturer and expiration dates cannot be determined. The suspect device is not available for evaluation. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.